Manufacturer narrative:
Device photo evaluation: "visual analysis of the photographs identified: lymphoma-alcl: unable to confirm as it is a medical event not related to the device. Observed two devices in the photo both appears to be intact, next to the device have biological tissue. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Healthcare professional reported right side "it was a suspected rupture as per ultrasound but while explanting it was discover that there were no rupture. However after sending the capsules for analysis alcl was confirmed." Later reported "disperse calcifications" on mammogram and "the immunohistochemical study shows positivity for cd30, with negativity for alk and cd3. Proliferation index of ki67 of 80%. Diagnosis: anaplastic large cell lymphoma associated to mammary prosthesis." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "anaplastic large cell lymphoma associated to mammary prosthesis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anaplastic large cell lymphoma associated to mammary prosthesis.

Event description:
Healthcare professional reported right side "it was a suspected rupture as per ultrasound but while explanting it was discover that there were no rupture. However after sending the capsules for analysis alcl was confirmed." Later reported "disperse calcifications" on mammogram and "the immunohistochemical study shows positivity for cd30, with negativity for alk and cd3. Proliferation index of ki67 of 80%. Diagnosis: anaplastic large cell lymphoma associated to mammary prosthesis." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphoma-alcl: unable to observe since it is not related to the device. Additional observations: crease is observed. Yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "it was a suspected rupture as per ultrasound but while explanting it was discover that there were no rupture. However after sending the capsules for analysis alcl was confirmed." Later reported "disperse calcifications" on mammogram and "the immunohistochemical study shows positivity for cd30, with negativity for alk and cd3. Proliferation index of ki67 of 80%. Diagnosis: anaplastic large cell lymphoma associated to mammary prosthesis." Device has been explanted and replaced with a non-allergan device.